Manufacturer narrative:
Date sent to the FDA: 09/12/2007. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the hand piece was difficult to align into the connector port on the motor drive unit for a case. It was not mentioned how the case was completed but there was no consequence to the patient. The biomedical engineer at the hospital noticed that the port was misaligned.